Event description:
It was reported that the device had episodes of noise leading to two charges without shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only the proximal portion of the lead was returned for analysis measuring 12cm in length. External insulation abrasion was noted on the is-1 connector leg due to friction with the ICD can. Without return of the entire lead, a complete analysis could not be performed.